Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's left extension was exposed and was at a risk for an infection. Surgical intervention was undertaken on (B)(6) 2025 wherein the entire left dbs system was explanted to address the issue. The patient was administered both antibiotics to address the issue.